Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08760 inches. Device received with cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of over 400 mg/dl. Blood glucose level at the time of incident was 290 mg/dl. The customer was treated with manual injection, intravenous drip. The customer was using the insulin pump within 48 hours of high blood glucose event. Based on customer report customer did not allege pump was under delivering. It was reported that the insulin pump was on auto mode at the time of the incident. It was reported that retainer ring snapped off and also had crack on the back of the insulin pump. Reservoir was able to lock in place. The insulin pump will be returned for analysis.